Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was discovered. Internal components were evaluated and extensive corrosion was discovered within the motor assembly, bearings, and rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The affected components were replaced and the drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.